Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a correction bolus via pump and manual injections. The issue, which occurred before contacting technical support, resolved itself. The pump eventually began charging using non-tandem charging supplies.